Manufacturer narrative:
Manufacturing investigation evaluation: supplier: one (1) cable tensioner (part: 391.201 / lot: p304022) was received with a k-wire in the jaws of the device. The tensioner passed functional inspection with measurements of 44kg, 44kg, and 44kg. The k-wire was removed from the tensioner by opening the chuck jaws. A visual inspection of the tensioner found that the chuck jaws appeared to open and close properly and the device functions as intended. A review of the device history records was conducted and found that the device met specification prior to shipping. No manufacturing related issues were identified and/or confirmed. Please see the supplier product investigation attached for complete details. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is an instrument and is not implanted or explanted. Subject device has been received; no conclusions could be drawn as the device is entering the complaint system. Device history record review: supplier- (B)(4) / packaged by: (B)(4) ¿ manufacturing date: november 9, 2004. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a cable tensioner would not open during an open reduction internal fixation (orif) procedure of the patella on (B)(6) 2016. As a result, the cable could not pass through. The surgeon decided to insert a kirschner wire (k-wire) into the tensioner to see if that would allow the device to open up. The effort was unsuccessful and resulted in the k-wire becoming stuck to the end of the tensioner. Another tensioner was available for use. The procedure was completed successfully with a ten (10) minute surgical delay. The patient's status was noted to be fine. Concomitant device(s) reported: kirschner wire (part/lot: unknown, quantity: 1). This report is 1 of 1 for (B)(4).